Event description:
It was reported that the physician was able to gain access to the right subclavian vein and was able to advance guidewire but was unable to advance the lead. The procedure was halted and an angiogram was planned for possible patient anatomy issue. The physician did note that the distal portion of the lead was less flexible than usual. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.